Event description:
The patient expired; the cause of death was not reported. It was reported that the patient's death was unrelated to the implanted system. The device system was used to deliver morphine sulfate.